Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that water tightness was lost due to a pinhole on the bending section cover due to a handling issue. Upon further inspection, it was observed that foreign objects were clogging the nozzle. Due to this clog, the water removability did not meet the standard value. This finding was due to insufficient cleaning or handling of the scope. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed water tightness was lost due to a crack on the up and down knob. It was observed that the adhesive of the bending section cover had a crack and a white-clouded area due to chemical or physical stress. Also, a white-clouded area was observed on the adhesive around the light guide lens due to chemical or physical stress. It was also observed that the adhesive around the objective lens was peeled. It was observed that the paint on the suction, air, and water cylinders were peeled. It was also observed that the universal cord had a wrinkle due to deterioration or due to bending at a sharp angle. It was observed that switch four had wear due to handling. It was also observed that the control unit was shaved due to physical stress caused by handling. It was observed that the electrical connector had discoloration due to water leakage caused by water invasion. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: bending section cover, protector of the universal cord on the control section side, protector of the universal cord on the scope connector side, plastic distal end cover and on the connecting tube. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. The customer confirmed that the facility flushes the air and water nozzle with detergent solution. The facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope had unspecified defects along the bending tube sheath. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.